Event description:
The complainant alleged that during training by a facility staff, the device displayed a "can not charge" message while attempting to charge. The complainant indicated that there was no pt involvement in the reported malfunction.